Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that the septum of the sample has been dislocated. 2. DHR/bhr review (lot#: 3262346): 1) this batch of products were assembled at intima ii auto line 3 in october 2023, and packaged at r240 package line in october 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. This product (sku 383064) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo shows that the septum of the sample has been dislocated. Since no abnormality is found on process and retained sample, no similar complaints have been received from other hospitals about this batch of products, and this product (sku 383064) has never been declared to be used for high-pressure injection, the root cause of the defect should be related to the wrong use of the product.

Event description:
No additional information provided.

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in. Prn slm npvc leaked. The following information was provided by the initial reporter, translated from chinese to english: the patient was injected with medication during an enhanced CT exam, and the rubber stopper of the indwelling needle became dislodged from its original position, causing all of the medication to spill out and fail to be injected into the patient.